Event description:
Baxter reported 1 incident of a broken clamp on a transfer set. Per affiliate, this issue was noted during use as the clamp was in the closed position but would not occlude the flow. Per affiliate, no patient injury or medical intervention was associated with this incident.